Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had to be placed many times due to "bad values". After several times of connecting and disconnecting the rv lead and the device, the high voltage b (hvb) connector would no longer screw in and it was not possible to connect the hvb connector of the lead to the device. Another device was placed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned and analyzed with no anomalies found. The set screw was noted to be loose/detached.